Manufacturer narrative:
The product was not returned for evaluation. Therefore, a physical device investigation was unable to be performed. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient underwent a thrombectomy procedure in the right main pulmonary artery using an indigo system flash aspiration catheter (flash catheter), a penumbra engine (engine), a pigtail catheter, guidewires, and multiple sheaths (5fr, 6fr, 7fr, 16fr) via the right groin under moderate sedation. During the procedure, the flash catheter was advanced to the target location and two passes were completed. It was reported that after the second pass, the patient had a drop in blood pressure to 60 systolic due to oversedation. The patient was administered a bolus of 100mcg of neosynephrine intravenously (IV) with a result in blood pressure of 104/51. The procedure was completed. The independent medical reviewer (imr) adjudicated the hypotension as a serious adverse event with a possible relationship to the indigo aspiration system and a possible relationship to the index procedure. The event is considered to be resolved.